Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the devices were not communicating. A field service engineer (fse) addressed a network wireless fidelity (wi fi) certification issue by implementing the required wireless configuration per the knowledge article "wireless connection - only working when logged in as cfnadmin". The fse updated the settings and confirmed connectivity for the listed devices. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple devices were not communicating. Customer tried to reboot, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.